Event description:
Device 4 of 5. Reference MFR report: 1627487-2013-04632, reference MFR report: 1627487-2013-04633, reference MFR report: 1627487-2013-04634, reference MFR report: 1627487-2013-04636. The pt received two scs systems, including 5 leads with 2 lot numbers. The pt also received two extensions with the same lot number. The pt reported he had an infection at the occipital lead sites (device 1) and the physician cut the leads in half; the sjm rep reported the extensions and the ipg were left implanted and the 4 leads were removed (device 1). Additional f/u identified the physician planned to remove the remaining devices from the first scs system (device 2 and 3) due to the ongoing infection. It was reported the second scs system (device 4 and 5) were not scheduled to be removed at the time. The surgery to explant device 2 and 3 was pending.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.